Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name and email address of the initial reporter are not available / reported. Initial reporter phone: (B)(6). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the procedure with the target location on the anterior communicating artery (acom), the 5mm x 15cm galaxy g3 coil (gly120515 / l15795) was inserted into an sl-10® microcatheter (stryker) but there was resistance felt between the coil and the microcatheter. The physician kept inserting the coil, but the resistance became stronger. It was reported that continuous flush had been maintained through the microcatheter. The coil was removed and during removal, it was confirmed that the coil had become prematurely detached in the microcatheter. The coil and the microcatheter were both removed. The coil was replaced, and the procedure was resumed to completion. There was no report of clinically significant delay or any patient adverse event / complication as a result of the reported issue. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l15795) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available but without the product and concomitant microcatheter available for analyses, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported resistance issue between the coil and the microcatheter that ultimately resulted in the coil being prematurely detached in the concomitant microcatheter as documented in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure with the target location on the anterior communicating artery (acom), the 5mm x 15cm galaxy g3 coil (gly120515 / l15795) was inserted into an sl-10® microcatheter (stryker) but there was resistance felt between the coil and the microcatheter. The physician kept inserting the coil, but the resistance became stronger. It was reported that continuous flush had been maintained through the microcatheter. The coil was removed and during removal, it was confirmed that the coil had become prematurely detached in the microcatheter. The coil and the microcatheter were both removed. The coil was replaced, and the procedure was resumed to completion. There was no report of clinically significant delay or any patient adverse event / complication as a result of the reported issue.